Event description:
It has been reported that a pt, implanted with a pt specific implant in 2009, has developed an infection. The surgeon has requested a new implant. Implant currently remains in the pt.

Event description:
(B)(4).

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.